Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 160, 263, 202 and 169 mg/dl. The customer¿s expected am fasting blood glucose test result range is 101-119 mg/dl and expected 2-hour post meal expected blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/30/2024 and test strips were opened 7 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 160 mg/dl date: (B)(6) time: 09:22 pm fasting (> 2 hours after eating) result 2: 114 mg/dl date: (B)(6) time: 08:51 pm fasting (> 2 hours after eating) result 3: 263 mg/dl date:(B)(6) time: 09:27 am fasting result 4: 202 mg/dl date: (B)(6) time: 09:26 am fasting result 5: 169 mg/dl date: (B)(6) time: 06:09 am fasting

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 22-apr-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.